Event description:
A zoll territory manager (tm) contacted zoll customer support to report that an (B)(6) old female pt's battery charger was working intermittently. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (intermittently powers up) was confirmed. Upon investigation the connector on the battery charger was defective and had an intermittent connection. The root cause for the intermittent connector could not be positively identified. No adverse event occurred due to the defective charger connector. The pt received a replacement battery charger.